Manufacturer narrative:
E1. Initial reporter address 1- (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A visual examination identified a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 8 atm for 50 seconds and at 9 atm for 60 seconds respectively. However, it ruptured when inflated at about 7atm and became unusable. The device was removed and procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 8 atm for 50 seconds and at 9 atm for 60 seconds respectively. However, it ruptured when inflated at about 7atm and became unusable. The device was removed and procedure was completed with another of the same device. There were no patient complications reported.